Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition post procedure.